Manufacturer narrative:
X-rays reviewed by MFR confirmed migration of the generator, no gross lead discontinuities visualized. A serious injury did occur but it did not cause or contribute to a death.

Event description:
Initial reporter indicated that they could not interrogate the pt's vns generator. A battery longevity calculation was performed that showed the battery should be at end of battery life. Additionally, it was reported the pt's generator had migrated. It was reported the generator may have moved as the pt is a "full lift" and is lifted by caregivers under the arms. Revision surgery is likely to replace the generator for end of battery life and reposition the location of the replacement generator. X-rays reviewed by MFR confirmed that the generator had migrated to another location.